Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not reveal any indication of conductor fractures or internal shorts. X-ray examination found the inner coil over-torqued at the connector region which is consistent with that occurring at the time of attempted implant. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During implantation procedure, lack of atrial pacing and high pacing impedance was noted on the new low voltage lead. The lead was exchanged for another and the patient was in stable condition.